Event description:
Operative notes were received from the day the generator was implanted. It was indicated that monopolar electrocautery was used with the pad on the outer right thigh. The generator data was further reviewed and revealed that the device was likely in a latch-up state from the time of surgery until the day after surgery. Although a low voltage value was not observed in the data, it is likely that the latch event occurred and the battery level throughout the entirety of the event remained too low for the microcontroller to operate, and thus the diagnostic could not be performed. Thus the cause of the premature battery depletion is likely due to asic latch-up due to electrocautery use during surgery. No further relevant information has been received to date.

Event description:
The patient's battery was reported to be dead and the physician was concerned with the sudden decrease in battery. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The facility is known to discard explanted products. No further relevant information has been received to date.

Event description:
Generator data was reviewed and confirmed premature battery depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.